Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the loading unit noted that it was partially fired with the jaws clamped and the knife bar assembly advanced. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided evidence that the loading unit was not engaged properly during loading. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single use loading unit engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the loading unit is loaded into the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopic roux-y-gastric bypass, there was a issue unloading the device, it was locked on tissue and the jaws were not opening. It was removed with the help of transection of surrounding tissue - there was tissue loss and tissue damage. There was poor staple formation and the central staple line was incomplete - the staple line was fixed with suture. Also the distal tip of the shaft of the stapler broke off and fell into patient's cavity - it was retrieved through grasper. There was a temporary injury on fundus of the stomach and jejunum which was managed by surgeon and this damage is permanent. The surgical time was extended by more than 30 minutes.